Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. System operates as intended. (B) (4).

Event description:
The customer reported saved images are not archiving. No pt injury was reported.